Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of patient made mistake/touch contamination and peritonitis with (B)(6) and klebsiella oxytoca in a patient coincident with dianeal pd2 ambuflex therapy. In (B)(6) 2010, the patient began treatment with dianeal pd2 ambuflex (lot number, dosage and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported the following. On an unknown date the patient experienced a mistake/touch contamination. On (B)(6) 2011, the patient was diagnosed and hospitalized for peritonitis. Treatment for the peritonitis was not reported. On (B)(6) 2011, the patient was recovering from the peritonitis and discharged from the hospital. Dianeal therapy was ongoing. Concomitant medications were not reported. Per the nurse, the event of peritonitis was not related to dianeal therapy. The nurse did not provide an opinion of causality for the event of patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd881417 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During a follow up call to the peritoneal dialysis (pd) rn to follow up on recurrent cases of peritonitis (reported separately) additional information was obtained pertaining to this case of peritonitis. The pdn verbalized that the patient either touched the transfer set or patient line on the tubing on the cassette. On an unreported date in march the patient was treated with vancomycin (unknown dose) intraperitoneally (ip), ancef ip and bactrim po for an unspecified amount of time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.